Event description:
The customer reported via phone call that the needle hub was detached from the sensor upon removal from the box. The customer also reported observing a bent needle on their sensor. Customer's blood glucose was unknown. The customer reported the issue persisted with two sensors. The customer will return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.